Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer vascular plug ii ((B)(4)) was chosen for implant in an emergency left internal iliac artery aneurysm rupture case using a 5f non-abbott delivery system. At the start of the procedure, 10,000 units of heparin were administered intravenously. After the delivery system was delivered to the left aneurysm rupture site, it was attempted to deliver the device, but strong resistance was encountered near the right common iliac artery. The device was not able to be delivered to the aneurysm site and was not deployed inside the patient. It was noted that there was mild tortuosity of the right common iliac artery. It was believed that the lumen was not flat, and a defect was suspected in the device. The device ((B)(4) ) was removed from the patient. It was observed that the device ((B)(4)) had a small amount of a thrombus-like substance was attached. A new 12mm amplatzer vascular plug ii ((B)(4)) was chosen for implant. The device was delivered to the right common iliac artery without resistance and placed without issue. The procedure was concluded. There was no clinically significant delay and he patient remained hemodynamically stable throughout the procedure. The patient was reported as discharged.

Manufacturer narrative:
An event of difficulty in delivering the device and a thrombus on the device was reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but the patient's tortuous anatomy may have caused the reported difficulty in delivering the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from the field indicated that a 5f non-abbott delivery sheath was used to deliver the device. Per the instructions for use, the minimum recommended size delivery system for use with a 12 mm avp ii plug is a 6f.